Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger rod was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: medication spilled out the back of the syringe as the plunger appears to be malformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary it was reported the plunger is malformed which caused leakage. To aid in the investigation, one 2ml syringe from batch 1357028 was received for evaluation by our quality team. With the syringe came an opened packaging blister with all applicable top web information including material and batch numbers, and expiration date. The loose syringe sample has a stopper showing signs that it was in a jammed stopper position between the barrel for an extended period. The condition observed is non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number 309657, lot 1357018. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1357028 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger rod was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: medication spilled out the back of the syringe as the plunger appears to be malformed.